Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure modes for gel abnormality and foreign matter (fm) was observed. The first photo showed gel globules on the wall of the tube. The second photo showed the implicated batch and material number. The third and fourth photo showed fibrous material inside the stopper well. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of gel abnormality and fm was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of gel abnormality and fm based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored/abnormal additive form and foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: there was gel abnormality and foreign matter."